Manufacturer narrative:
The device was not returned for evaluation therefore no testing was performed to confirm the reported event. If the product is returned or additional information received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during setup of the circuit, the segment of tubing between the outlet of the rotoflow centrifugal blood pump and the entrance into the quadrox ID membrane oxygenator, was twisted and required the clinician to resect the tubing from the outlet section of the rotoflow blood pump and re-attach the tubing to relieve the kink and twist in tubing. This occurred during setup and no patient was involved.